Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer reloaded the same cartridge and successfully resumed insulin therapy. Customer's blood glucose level was 200 mg/dl.